Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting rapidly which resulted in the pump shutting down. The customer¿s blood glucose ranged from approximately 200 mg/dl to 300 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.